Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, some head wear was noticed. A 44 +0 head and 44e 0° poly liner were revised. Rep confirmed that the explants are allegedly available for return, and that no further information will be released by the hospital or surgeon.